Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced power spikes and the hospital suspected pump thrombus. The patient was admitted to the operating room for chest exploration. The patient was hemodynamically stable, however the hospital suspected that the decreased pi and sustained increase in power indicated a pump obstruction. The hospital discussed the possibility of a pump exchange, but additional information received indicated that the pump was unloading the ventricle adequately with normal flow velocities and the patient's chest was closed.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.